Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16; checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The customer reported that she woke up feeling nauseous with a blood glucose level of 427mg/dl. She gave herself an injection of insulin and tried drinking water as well as eating. The patient checked her blood glucose again at 1:30pm and it read 220mg/dl but she was feeling worse. She experienced extreme headache, aches in her neck and shoulders, dry mouth, weakness, and shortness of breath. The patient called 911 and was taken to the hospital. Emergency medical services (ems) administered an IV of saline for dehydration and zofran for the nausea. She was discharged later that day for dehydration.